Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® one use holder was damaged, deformed and did not allow blood collection very well. No serious injury or medical intervention.